Manufacturer narrative:
Concomitant products: product ID 37083-40, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3550-24, lot # 0205319734, implanted: (B)(6) 2014, product type accessory. (B)(4).

Event description:
It was reported the physician experienced issues with boots fitting extension-lead connections properly. The physician connected a 1x8 lead to an extension and noted that ¿the remaining boot in that kit did not fit over the connection.¿ an additional kit was then opened ¿to get a boot that would fit and they were either too large and not fitting over the connection to protect it, or too small and not going over the connection.¿ it was stated that the physician ¿resorted to using a smaller boot that did not fit properly over the entire connection¿ and that ¿this was unsatisfactory¿ to the operating physician ¿but was all that would work.¿ there was no patient injury as a result of the event and the patient was reported to have ¿recovered fully¿ following the procedure. A supplemental report will be filed if additional information is received. Please see manufacturer report #6000153-2014-00147 for information on the initial boot issues experienced with the patient on the day of implant.